Event description:
No pt was in room at the time the light fell. When customer was adjusting light, it fell. No injury to customer. Pivot reported to have sheared at the end of the drop tube where the extension arm attaches. Customer reported that they have 6 other affected units.